Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event is unknown as it was not provided. (B)(6). Manufacturer year: 2016. The system was evaluated by a field service engineer. All modes of operation and calibrations were verified, and no failures were detected with the phacoemulsification console. The field service engineer found the footpedal switch was not working and the footpedal was replaced. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a posterior capsular rupture in the patient¿s operative eye requiring an anterior vitrectomy procedure when using the footpedal accessory and signature pro console. A brief description from the surgery center reported there was unstable chamber during procedure and the footpedal was stuck and not working properly. It was reported the patient outcome is well. Visual acuity pre and post measurements: visual acuity pre-operative: 0,3; visual acutiy post-operative: 0,6. This report is for the footpedal equipment. A separate report will be submitted for the phacoemulsification console.